Manufacturer narrative:
A product investigation is in progress.

Event description:
Lost tampon - in vagina [foreign body in reproductive tract]. Pulled on string....only piece of string came out [complication of device removal]. Only piece of string came out [device breakage]. Case description: consumer reported via e-mail that she removed tampon and was left with only the string. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Lost tampon - in vagina [foreign body in reproductive tract]. Pulled on string....only piece of string came out [complication of device removal]. Only piece of string came out [device breakage]. Case narrative: consumer reported via e-mail that she removed tampon and was left with only the string. No serious injury reported.

Event description:
Lost tampon - in vagina [foreign body in reproductive tract] pulled on string....only piece of string came out [complication of device removal] only piece of string came out [device breakage] case narrative: consumer reported via e-mail that she removed tampon and was left with only the string. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on march 25, 2022. An investigation is in progress for returned product received on march 16, 2022.